Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed 6 conforming clips and at the last firing short fed the clip. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the device locked and would not fire. Unknown which firing this occurred and firing occurred under normal conditions. Unknown if cholangiogram performed. Opened new device to complete the case. No patient consequence. No further information is available.